Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. An offset shell inserter was returned for review. As returned, the hex bolt is fractured and has come out of the frame , the diameter and the hardness are confirmed to print specifications. The body of the inserter exhibits off axis impaction marks. Device history record was reviewed and no discrepancies were found. The failure mode has also been addressed as part of a design change. This bolt was manufactured before the design change. This a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the screw tip of the curved continuum impactor broke off while impacting the real continuum cup. The surgeon was able to retrieve the part with no problem and impact the liner with no issues. Attempts have been made and no further information is available at this time.